Event description:
Situation while confirming the septum with the sound star eco catheter, accidentally punctured the aorta with the rf needle during the bb procedure. Timing after performing brockenbrough. How to complete the procedure there were no product malfunctions. The procedure was interrupted and turned into an open chest surgery. Carto3 v8.1.0.325. Cardiac tamponade; details of health hazard (other)_ the aorta was accidentally punctured at the time of performing brockenbrough. Progress; as of (B)(6) 2025, 1:00 pm, open chest surgery is in progress. Physician¿s assessment on health hazard_ serious. Extension of hospitalization - yes. Cf monitoring method_ real time graph, dashboard, vector, visitag, visitag coloring setting_tag index. Causal relationship with the product_ unknown. The physician's opinions on the relationship between the event and the product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5171875.